Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed a test drive on the system and no trouble was found. The fse spoke with the isi clinical sales representative (csr) about the findings. The csr stated that they would go over the findings with the surgeon and possibly offer training. System verified as ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that there were issues with arm 3, where the arm moved forward when the surgeon let go of the hand controller. The user also stated that the arm moved forward when adjusting her hand while her head was still in the viewer. The tse explained that, according to the user manual, it is recommended to remove the head from the viewer before letting go of any master tool manipulators (mtms). Despite this explanation, the user felt the arm should not behave this way and requested the system be examined. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Isi contacted the customer and obtained the following information: it was almost like the surgeon had to pull and lift the arm throughout the entirety of the case. She could not even change the grip or her fingers without the arm drifting significantly forward. She understood that if she takes her hands off the controller with her face still in the viewer it can move¿ but this was truly different, forceful, and unique. She had to fight the arm the whole time. When she released just to test, it lunged. She understood the basics of how the robot works. This was really different.